Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital with hospital staff at the time of passing. It was reported that the patient passed away from pneumonia. It was reported that resuscitation efforts were attempted by the hospital staff. Review of the download data, indicates the patient received one inappropriate shock due to sustained vt at 190 bpm self-terminating 16 seconds before the treatment. The patient was in sustained vt at 190 bpm that self-terminated to sinus bradycardia 16 seconds prior to treatment delivery. The patient received a treatment at 04:19:49, while the patient was in sinus bradycardia at 20 bpm with hb and amplitude oversensing. The patient's post shock rhythm was sinus bradycardia at 20 bpm with hb and pvc's. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.